Event description:
It was reported that patient faced bent cannula issue on (B)(6) 2026. The insertion site was at thigh. The patient experienced high blood glucose levels and received treatment with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.